Event description:
Event description guidant received information that this implantable lead, which was implanted 5 months ago, displayed a decrease in pacing impedance. At implant the measurement was very high, and it has been dropping every week to a current measurement of 600 ohms. The threshold measurement is also elevated slightly. The r wave measurement is normal and stable. There have been no surgical procedures done.